Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. He obtained good mark on advancing the device, but continued to push a little harder. The device broke at the barrel hub. At some point during the marking process, the device needles were inadvertently deployed. Backdown of the needles to their original position was not successful. Pt was taken for surgical removal of device. Surgery was successful and pt did fine. Second attempt to obtain pt info from facility was unsuccessful.